Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump received a low battery alert prior to the replace battery alert or replace battery now alarm. Customer stated this was the second occurrence of replace battery alert or replace battery now alarm in less than 8 hours after a low battery warning no harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test; it failed sleep current measurement and active current measurement tests. After further review of the device¿s interior, did not note any evidence of previous moisture presence or corrosion on any of the electronic boards or assemblies. After swapping the boards out into another case, and then swapping a known good electrical board 2 onto electrical board 1, the both current measurements fell within specifications. The high current measurements appears to be isolated to electrical board 2.